Manufacturer narrative:
(B)(4).

Event description:
An infection occurred, and the pt's physician intended to explant the pt's leads. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.